Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. It should be noted that the nc trek rx instructions for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the heavily calcified unspecified vessel the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was inflated and during the second inflation the balloon ruptured at 20 atmosphere (atm). There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.